Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said when they turn their implant on and use their stimulator it heats up in their body. Patient also said the area that their battery hurts since right after the implant was put in. Patient called their healthcare provider and the representative for medtronic and they told the patient to wait until they were healed. Patient service reviewed with patient when it comes to medical symptoms pt should see hcp in person. Patient mentioned they had done this several times with their doctor . The patient was redirected to their health care provider to further address the issue. Agent explained rep role, provided nas number, and emailed reps in az where pt and hcp are currently